Event description:
It was reported that during surgery the clamp dismounted and fell inside the patient. The pieces were removed from the patient and there was no delay or patient injuries reported. It is unknown if a backup device was available to complete the procedure.

Manufacturer narrative:
One refurb arthropierce 45 degree left device used for treatment was not returned for evaluation. This is a reusable instrument that had been previously refurbished. Proper use of device per instructions for use document states the device should have periodic maintenance to care for articulating components, distal tip and proper scissor action function components. ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects¿. Product met specifications upon release to distribution. Complaint history review found other reports for this code.

Event description:
It was reported that during surgery the clamp dismounted. No delay or patient injuries reported.